Manufacturer narrative:
The customerwas contacyed for the return of suspec device. The customer indicated that the problem did not occur again. The device will not be returning back to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device recognized pediatric pads as adult pads. Complainant indicated that there was no patient involvement in the reported malfunction.